Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant bias flow breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photographs provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photographs revealed that the inspiratory tube of a rt225 infant bias flow breathing circuit had a hole. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt225 infant bias flow breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt225 infant bias flow breathing circuit state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported that the tubing in a rt225 infant bias flow breathing circuit had a hole. There was no patient involvment.